Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
Reporter stated the infusion set luer lock was broken and this caused insulin to "drop." She experienced hyperglycemia and ketonemia as a result. The alleged infusion set was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.